Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 1:56 am with a high blood glucose level of 350 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer felt symptoms of nausea and headache. The customer states that the insulin pump was exposed to moisture in the past and had found moisture in the reservoir compartment. The customer states there is a leak in reservoir compartment of their insulin pump. The customer states that the leak is past the first or second o-rings. The customer sent the reservoir back for analysis.